Event description:
Related manufacturer reference number: 2017865-2024-03259 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed signal artifact noise on the right ventricular (rv) lead and the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.